Manufacturer narrative:
Codes in h6 were corrected.

Manufacturer narrative:
It was confirmed that the device was not available for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The exact lot number was unknown, therefore review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, mid-procedure with this hydragrip, the hard and soft aortic clamp fall off into the patient's open abdomen. The surgical team had to stop mid-procedure to search for the lost insert prolonging the procedure more than necessary. The open cavities were searched to find the missing insert. It was than found and taken out by the staff. There was no adverse impact of the patient. The device was not available for evaluation as it was not retained. Patient demographics were unable to be obtained.